Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not known and is an estimation based on the publication date. Referenced article: cardiac perforation and lead dislodgement after implantation of a mr-conditional pacing lead: a single-center experience. Pace pacing and clinical electrophysiology,. 2014;37(1):4-10. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients, multiple adverse events and failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following adverse events and failure modes: death, pericarditis, pericardial effusion, cardiac tamponade and lead dislodgements. The status of the leads is unknown. Further follow up did not yet yield any additional relevant information regarding the event.